Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the ipg had switched on by itself when left implanted and prior to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. It was determined that the patient's previous implantable pulse generator (ipg) was still implanted and programmed to odo and causing oversensing interference for the patient's existing product. The ipg was explanted. No further patient complications have been reported as a result of this event.